Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge pigtail during the load fill tubing process. Additionally, pump time was found to be incorrect due to not having been adjusted for daylight savings. Customer's blood glucose (bg) level was subsequently 92-538 mg/dl, resulting in a trip to the emergency room and subsequent hospitalization in the intensive care unit (ICU) where customer was treated with intravenous fluids of lantus insulin in addition to basal insulin. Customer also reported moderate ketones. Customer was released from the hospital two days later. During troubleshooting with tandem technical support, cartridge was changed, pump time was corrected, and insulin delivery was successfully resumed.